Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the device fell into water and is now prompting software error. The customer's blood glucose level at the time of incident was 99mg/dl. The customer states there is a constant tone and vibration coming from the pump. The customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.